Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a door failure. A technical support specialist restarted the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis ciisafe system had a door failure. The customer reported that the door was not opening, causing a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.